Event description:
It was reported that after removing cerumen from the ear, the doctor found the electrode lead in the ear canal. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.